Manufacturer narrative:
A lead tip stiffness test was performed and found to be within specification.

Event description:
It was reported that the lead had perforated. The lead was explanted and replaced with no consequences to the patient.